Event description:
It was reported that during a cesarean section procedure, the staples did not form properly after 4-5 firings. Additionally, the handle went limp and the clips were not deployed properly. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. Two devices (a-b) were returned for investigation. Device (a) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. Device (b) was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. The appropriate engineering personnel have been notified of this incident. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.